Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient feels like machine is not working for her bladder, went to use programmer and can't seem to adjust stimulation. She had her friend there with her who usually help her with programming the device. Friend reports device has been working perfectly until recently. Syncing the programmer with the implant showed the implant was off, and therapy needs to be on to be effective. Setting was on program 2 at 0.6 v but therapy was off. With education patient services was able to help patient to connect with ins and turn stim back on and make adjustment. Patient confirmed it is working now. No further complications were reported or are anticipated.